Event description:
It was reported that stent damage occurred. Vascular access site was obtained via the right radial artery. The de novo target lesion was located in a moderately tortuous and mildly calcified mid left circumflex artery. A 6fr non bsc guide catheter was used. After a non bsc guide wire crossed the lesion, a 2x8mm and a 2.5x8mm unspecified non--compliant (nc) balloon catheters were advanced for predilation. Then the 3.50mm x 16mm promus element stent was advanced but was unable to cross the lesion. It was then noticed that there was a deformity on the stent struts during negotiation of the device. The device was immediately withdrawn. Predilation was repeated using the 2.5x8mm nc balloon catheter. The procedure was completed using a 3.5mm x 12mm promus element stent with good result. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access site was obtained via the right radial artery. The de novo target lesion was located in a moderately tortuous and mildly calcified mid left circumflex artery. A 6fr non bsc guide catheter was used. After a non bsc guide wire crossed the lesion, a 2x8mm and a 2.5x8mm unspecified non--compliant (nc) balloon catheters were advanced for predilation. Then the 3.50mm x 16mm promus element stent was advanced but was unable to cross the lesion. It was then noticed that there was a deformity on the stent struts during negotiation of the device. The device was immediately withdrawn. Predilation was repeated using the 2.5x8mm nc balloon catheter. The procedure was completed using a 3.5mm x 12mm promus element stent with good result. No patient complications were reported and patient's status is stable.